Event description:
It was reported the insulin pump was not working properly. It was stated that the customer changed the infusion set several times and her blood glucose rose to 553 mg/dl. The customer also stated that the driver arm was loose.

Manufacturer narrative:
Final analysis revealed the insulin pump was received with missing e-clip on the driver block, which prevented further testing.